Event description:
Additional information was received from the patient on 2019-feb-22. The patient indicated that their implant has been dead for 2 years. The patient couldn¿t get the ins restarted and they met with a manufacture representative (rep) about 2 years ago who confirmed that the battery was dead and confirmed this information with the healthcare professional (hcp) office. Patient services reviewed that it might have been end of service (eos) since the implant was done in (B)(6) and the patient said that was probably the case as well. The patient already spoke with their hcp who wanted the patient to get a hold of a rep because the patient and hcp want to talk to the rep about the next steps and what should be replaced. The event began about 2 years ago. Patient services sent an email to a local rep. The rep responded on 2019-feb-25 indicating that it was taken care of. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp). It was reported the patient wanted to contact a manufacturer¿s representative (rep). The hcp did not have a lot of details about the issues, but stated the patient was having issues with the device and they may not be getting desired pain relief. The hcp indicated the patient could not turn stimulation on. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease. The patient reported he had been trying for over a month to get a manufacturer¿s representative (rep) to look at his ins because he had been experiencing reposition antenna screen when he tried to use the recharger. The patient reported poor communication. The patient reported that ¿its been going crazy and I want it to work¿ and he had been working with his doctor to get a hold of the manufacturer to have a rep reached to read his device. The patient reported that he could feel the ins and had been positioning the antenna all over the ins but couldn¿t connect. The patient reported that he last charged ¿a couple of months ago.¿ the patient reported that a coupling issue was the reason for not charging. It was noted that the patient¿s device had been implanted for nearly 9 years at the time of the report. No further complications were reported.